Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. During investigation the pump was inspected and found that the device had lost programming due to the event history log showed pump settings and data lost occurred. Further investigation of the pump determined that the microprocessor board was corrupted and the root cause of the issue. Service replaced the pump microprocessor board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump lost programming. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.